Event description:
During a patient follow-up, a warning message was reportedly displayed related to low rv lead impedance and potential ineffective shock therapy. The ICD was explanted on (B)(6) 2016 but it has not been made available for analysis. The associated rv lead remains in situ. Rv lead impedance through coils via psa measured 150ohms even though coil continuity through device was normal. All shocks programmed off, patient being considered for lead extraction at another centre.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a patient follow-up, a warning message was reportedly displayed related to low rv lead impedance and potential ineffective shock therapy. The ICD was explanted on (B)(6) 2016 but it has not been made available for analysis. The associated rv lead remains in situ. Rv lead impedance through coils via psa measured 150ohms even though coil continuity through device was normal. All shocks programmed off, patient being considered for lead extraction at another centre.